Manufacturer narrative:
A bci field service engineer cut the end of the tube off and reseated it in to the fitting.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to the fitting behind the ise drain peri-pump leak. No injury was reported.